Manufacturer narrative:
H10: complaints database analysis also revealed that no similar event since unit installation in 2017. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in february 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than year after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in germany. A livanova field service representative was dispatched to the facility to investigate the device and the issue could be confirmed: compressor made loud running noises, and after approximately 3 seconds after compressor start, the fi switch trips. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that fault current circuit breakers (fi) of the 3t heater cooler trips after the compressor started during a procedure. The compressor is damaged and on-site repair is not possible. The device must be replaced. There is no report of any patient injury.